Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2010, battery data was 2.84 v and 17 ua with an estimated remaining longevity of 1.7-1.9 years. On (B)(6) 2010, battery data was 2.81 v with an estimated longevity of 1.2 years. Outputs were lowered to 2 v at 0.4 ms, after which current drain was 10 ua and estimated longevity increased to 2.5 years. The pulse generator appeared to exhibit a rapid decrease in battery voltage and longevity.